Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a stuck button alarm. The customer's blood glucose was 188 mg/dl at the time of incident. The customer stated that a button was stuck but the button popped back out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specifications and passed the self-test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement and leak tests. The pump was received with all buttons responding properly. No damage or moisture damage noted on the keypad assembly. No unlocked keypad connector, stuck button alarms or button keypad anomalies were noted. No damage to the belt clip rails were noted. The pump was received with minor scratches on the display window, case and keypad overlay.